Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for high blood glucose and found that she had an urgent care visit, and they gave her antibiotics, which caused a yeast infection. Initially, the customer called having high blood glucose of 503mg/dl, and she was vomiting. The customer gave herself a bolus and the blood glucose was dropping. No further information was provided.